Event description:
Reportedly, a 66 yr old male pt (weight approx 220 lbs) developed an esophageal rupture 3 days after undergoing a radical prostatectomy, the rupture was discovered on an x-ray 3 days after surgery when the pt developed severe shortness of breath and his "o2 saturation had dropped". The rupture was thoracically repaired. When questioned as to whether or not the pt may have had a weakness in the esophagus prior to the esophageal stethoscope being used, the certified registered nurse anesthetist stated, "during the thoracic surgery to repair the rupture, it was observed that the pt had an inflamed esophagus and a hiatal hernia." The rupture was in an up and down configuration (not across the esophagus). The size of the rupture is unreported. The pt recovered nicely and was released from the hosp. The certified registered nurse anesthetist stated the origin of the esophageal rupture is unk. The esophageal stethoscope was discarded after the first surgery. The lot number is unreported.